Event description:
It was reported that a (B)(6) pt with multiple myeloma underwent a kyphoplasty procedure on levels l1 and l2. One day postoperatively, an x-ray revealed a cement extravasation lateral superior to level l1. There were no pt complications. No additional info was reported.

Manufacturer narrative:
Method - device not returned, follow up with rep.